Event description:
It was reported that the ilet screen was delaminated and unreadable with no visible cracks, resulting in loss of display function and need for device replacement; the user was advised that water resistance would be compromised and to maintain backup therapy. Symptoms included no adverse clinical effects. Outcomes included no injury, no medical intervention, and no hospitalization. Customer care provided support that included review of complaint details and replacement logistics. The device was returned for evaluation. Investigation of this case revealed a defective display assembly consistent with delamination. The customer reported issue was confirmed and the device will be scrapped. It was concluded that the device experienced a component failure of the screen/display that affected usability without device malfunction identified.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.